Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a retention issue and underwent a skin revision surgery (specific date not reported); however, the issue was not resolved. The patient continued to experience retention issue, followed by skin breakdown and inflammation. Subsequently, the device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection associated with thinning of the skin.

Manufacturer narrative:
The correct device analysis report is attached.

Manufacturer narrative:
Per the clinic, the patient exerienced an extrusion of the the receiver/stimulator.